Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega stent delivery system (sds) with stent and no other devices. There was contrast present on the shaft and in the inflation lumen. There was blood present in the guidewire lumen, distal tip, and between the balloon folds. The balloon was tightly folded with the stent secured on the balloon. There were numerous kinks throughout the hypotube. The shaft was flattened 4.5cm ¿ 13.5cm distal of the hypotube. Majority of the mid-section and distal portion of the stent had bent, flared, stretched and overlapping struts. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that insertion difficulties were encountered and shaft kink occurred. A 24x3.00mm omega¿ bare metal stent was selected to treat the target lesion in the right coronary. Upon inserting the device, the physician found resistance due to tortuousity of the shaft. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.